Manufacturer narrative:
Evaluation of the returned device found evidence to suggest the damage was caused by excessive force and that the device had seen extensive use. The device is ten years old.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. During the procedure, the inserter fractured causing it to stick to the shell. As a result, the shell had to be removed and replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.